Event description:
It was reported that the patient passed away. The physician did not know the cause of death. The obituary was obtained and found that the patient passed away following an illness. The funeral home reported that the patient died while in (B)(6) care. No other information was provided by the funeral home.